Manufacturer narrative:
(B)(4). Anvil_not returned and missing washer . The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the rectum was resected with endo-gia (competitive product) loading the green cartridge by firing twice. Purse-string suture of mouth side was used purse-string (competitive product). After that, the device was used to anastomose. The tissue was not so thick and the tissue was distributed evenly. The orange indicator was about the middle position of the indicator window, but within the gap scale. The device was not fired across or near the hard objects except endo-gia (competitive product) staple line. There were not difficulties in attaching the anvil to device. The doctor confirmed the washer's crunch and the feel when the device was fired. The doctor felt no difficulty in firing and there was no extra tension. There were not difficulties in removing the device. The doughnuts were proper and the washer was cut completely. Leak test was not performed on the next day of the operation ((B)(6) 2011), the patient had a fever in the morning. As fluid of stool was confirmed in the afternoon, the doctor doubted the leak and the patient required reoperation of open surgery. The anastomosis site was cut and another circular device was used to complete the case. The leak occurred from 5 to 6 o'clock direction of the posterior wall. Also, it was found that a few staples on the site of leakage were malformed. On (B)(6) 2011: the patient had left the hospital. The patient was obese. The doctor has a lot of experience in using the device.